Event description:
Pt was on a jazzy power wheelchair speaking with someone on a cordless phone. When pt leaned forward to hang-up the phone a book on their lap hit the joystick controller. The chair lunged forward crushing their foot between the footrest of the wheelchair and their nightstand. The controller does not have a guard, any protective device to prevent accidental activation, or any warning of or labeling of the danger of accidental activation from carrying items on lap. The footrest is too short. The pt has a size 7 shoe and their feet hang over the front of the footrest where they are vulnerable to anything that might be run into.